Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the indigo system aspiration catheter 8 (cat8) was kinked close to the distal tip upon removal from the packaging. The damaged cat8 was found prior to use and was not used for the procedure. The procedure was completed using a new cat8.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun". Other ¿ the device is no longer available for return. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is no longer available for return.